Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-25025, 25028. It was reported the pt had lost stimulation. A sjm rep met with the pt to troubleshoot the issue. During the visit, stimulation would shut off when the sjm rep attempted to increase the amplitude. An impedance check revealed no anomalies. The pt met with another sjm rep on a different occasion for troubleshooting. Stimulation was restored but it is unk if it was adequate. The physician instructed the pt to turn off stimulation. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.